Manufacturer narrative:
The accounts biomed found fluid in the left siderail. The account allowed the rail to air dry and evaporate the fluids to repair the bed.

Event description:
The account alleged the bed has unintentional chair functions.